Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited decreased pacing impedance and unspecified over-sensing. The rv lead was capped and replaced on 30 jun 2023. Further information regarding patient condition post-procedure was requested but not received.